Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for an unknown quantity of 2.0mm mini fragment screws. 510: this report is for an unknown quantity of 2.0mm mini fragment screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal surgery on (B)(6) 2016 due to an infected non-union. The patient presented with a distal humerus fracture after a fall on unknown date in (B)(6) 2016. The patient was implanted with two (2) 2.7mm/3.5mm variable angle distal humerus plates, two (2) 2.0mm mini fragment plates and nineteen (19) mini fragment screws on (B)(6) 2016. The nineteen (19) mini fragment screws consisted of 2.0mm, 2.7mm, and 3.5mm screws, quantity unknown. X-rays taken on unknown date during a routine post-operative follow up visit confirmed the patient had a non-union. The surgeon took bone samples to test for type of infection. It is unknown how the infection was identified and if patient experienced any other adverse events. During removal surgery, all hardware was intact; there were no issues or problems with hardware removal and the surgery was completed successfully. No new implants were added, the patient is currently using a splint. There was no patient harm or surgical delay reported. This report is for an unknown quantity of 2.0mm mini fragment screws. This report is 3 of 5 for (B)(4).